Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that low flows were recorded in the patient's log file which increased anxiety in the patient and did not resolve. Cardiac catherization was performed and the speed setting was adjusted by increasing the number of revolutions on (B)(6) 2022 to restore right heart function back to sufficient level. Fluid replacement therapy was performed, but there is no clear treatment for the patient.

Manufacturer narrative:
Section e: (B)(6) hospital was the customer site. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Additionally, review of the log files provided by the account confirmed low flow alarms; however, a specific cause for these findings could not be conclusively determined. The controller event log file contained data from 14apr2022 through 16apr2022, per the timestamps. Transient low flow fault flags were captured on 15apr2022 and 16apr2022 when the estimated flow dropped below the low flow threshold of 2.5 lpm, to a range of 2.3-2.4 lpm. These faults resulted in 13 low flow alarms lasting between 1 and 11 seconds, each. The remaining faults did not last long enough to activate audible hazard alarms. Pi values were also noted to be slightly elevated during these events. Despite the observed events, the pump appeared to function as intended at the set speed. A specific cause for the low flow alarms was not identified. . The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 31jan2021. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. The IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, the IFU explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. This IFU also addresses all pump parameters, including pump flow, and describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The IFU also explains that changes in patient condition can result in low flow. The IFU and patient handbook address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, the patient handbook also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further information was provided. The manufacturer is closing the file on this event.